Event description:
This patient with multiple sclerosis has undergone multiple surgeries, 8, for penile prosthesis replacements over the years, the first being in 4/81 and latest one in 10/94 which was performed at another facility. Thus, this reporting facility does not have the name of the prosthesis. This surgery on 4/1/97 replaced the 1994 implanted prosthesis and showed that the right corporal inflatable prosthesis was completely folded back on itself. The left one was slightly folded back on itself.